Event description:
Boston scientific crm received information that while being hospitalized, the patient with this implantable cardioverter defibrillator (ICD) experienced a ventricular fibrillation (vf) that was not detected or treated by the device and lost consciousness. The patient's heart was converted to normal sinus rhythm through external defibrillation administered by an emergency response team. When the device was interrogated, there were three episodes that were recorded during resuscitation where therapy was not delivered. No episodes were recorded prior to the emergency intervention. The ICD showed no abnormalities and all parameters were within normal range. The device was then programmed to the highest sensitivity level. The patient is currently being closely monitored in the intensive care unit and is on a ventilator and under artificial hypothermia. A save to disk was performed and sent to technical service for analysis. In 2008, this patient died in the intensive care unit.

Manufacturer narrative:
A technical services representative reviewed the sent data files. Two episodes were confirmed to be recorded during resuscitation, based on the electrocardiograms showing a compression rate of 100 beats per minute. Review of the episodes since implant found that there was appropriate sensing, detection and termination of both vf and ventricular tachycardias (vt). The electrical system values, impedances, intrinsic amplitudes and thresholds of this ICD were also fond to be in normal range. At the time of the event, the ventricular sensitivity was confirmed to be programmed at nominal at 0.27mv. At implant, device testing was performed at the least setting at 0.44mv and there was appropriate sensing and detection. The most current interrogation did shown normal range amplitudes up to 7mv and good thresholds. It was also reported that the physician felt that the ventricular fibrillation was very fine and below the programmed sensitivity. However, at this time, the technical services representative could not find an electrocardiogram in the save to disk that could support this statement. A memory dump was performed and sent for further analysis. Engineering found that the device had not unexpected resets or faults and that it appeared to be functioning normally. Review of episodes 5, 6, and 7 found that sensing if functioning in this device and the data does not suggest that the unit has hardware issues. No further analysis could be performed without the ICD. An attempt was also made to retrieve any electrocardiograms recorded in the hospital, but none were available. Additional information was received from the field representative that the device was unable to be recovered, and will not be returned for analysis. No additional information is available. If additional information does become available, this product issue will be updated.